Event description:
(B)(6). Date of event: (B)(6) 2014. According to the information received, a patient tore off his catheter on (B)(6) 2014 so a piece remained in the bladder. The foreign body was removed by cystoscopy on (B)(6) 2014. The tip of the catheter was sent to the laboratory at the hospital.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.